Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e 801 module. The first sample resulted in the following hcg+b values: first run = 26.0 iu/l. Repeat 1 = < 0.200 iu/l with a data flag. Repeat 2 (using a second tube collected at the same time) on a second analyzer = < 0.200 iu/l with a data flag. Repeat 3 on a second analyzer = <0.200 iu/l with a data flag. Repeat 4 (using a second tube collected at the same time) = <0.200 iu/l with a data flag on 26-nov-2024. Repeat 5 = < 0.200 iu/l with a data flag on (B)(6) 2024. The second sample resulted in the following hcg+b values: first run = 14.5 iu/l. Repeat 1 = 4.09 on (B)(6) 2024. Repeat 2 (using a second tube collected at the same time) = < 0.200 iu/l with a data flag.

Manufacturer narrative:
Quality controls were acceptable. A general reagent issue can be ruled out. The field service engineer decontaminated the system and adjusted the gear pump. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.